Manufacturer narrative:
Reported event: the event reported that a trident inline offset impactor's proximal end broke off. Device evaluation and results: unable to perform as the part was unavailable. Device history review: review of the device history records indicate 46 devices were manufactured and accepted into final stock on 6/18/2015. No non-conformance's were identified during inspection. Complaint history review: review of complaints within the trackwise database for p/n 209830, l/n 31130 show no other complaints related to the failure in this investigation. Conclusion: the failure mode could not be confirmed because the part was not available for evaluation. If device and/or additional information become available, this investigation will be reopened. Corrective action / preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard. The device was not returned for evaluation.

Event description:
Back of in line offset impactor broke off.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Back of in line offset impactor broke off.